Manufacturer narrative:
(B)(4). The lead remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that a micro-perforation was suspected due to pacing therapy not being delivered when required from this right ventricular (rv) lead. No adverse patient effects were reported.